Manufacturer narrative:
No physical damage noted on the pump. The insulin pump passed prime, displacement, and the basic occlusion test. The device had stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.